Event description:
During open heart surgery, pt on bypass & nearing the end of pump run, the surgeon noticed aorta was flat. Simultaneously, back flow into reservoir was noted. Back flow alarm sounded. Pt's blood pressure dropped. Perfusionist immediately transferred tubing to the auxillary roller head system, after clamping both arterial & venous lines, & cardiopulmonary bypass was immediately re-initiated. Pump never lost power but either malfunctioned or the "stop" button was inadvertently pushed. However, meter was still reading rpm's. The design of this console does not include any safety features to prevent inadvertent activation of the "stop" button. Our older units did have this feature.